Event description:
It was reported that customer¿s continuous glucose monitor showed malfunction message labeled error 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was walked through complete pump reset, and issue did not recur after reset, with no additional actions reported.